Event description:
Reporter indicated a vns pt was having increased seizures. The vns generator was later replaced prophylactically per the reporter, as it was not at end of service. A battery estimate performed yielded 1.73 years remaining. Attempts for further info and return of the explanted generator for analysis are in progress.